Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges before use the device packaging was found to be damaged. No patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. Investigation was conducted using a photo provided by the complainant. Due to the size of the hole, this appears to be a breach in the sterile barrier. This type of damage can be caused by rough or improper handling after the package is sealed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.